Manufacturer narrative:
This MDR is being filed late due to a retrospective complaint review. No conclusive evidence has been provided that supports or opposes the fact that the smileset nighttime aligners caused or contributed to the patient's symptoms. This event is being filed as a MDR as it was alleged significant changes: jaw popping/clicking, smaller tooth roots, and significant bone loss while a smileset nighttime aligner was being used.

Event description:
During a routine checkup, patient's dentist performed a physical exam and x-rays and alleged significant changes: jaw popping/clicking, smaller tooth roots, and significant bone loss. The dentist attributed these findings to the aligners, noting they were the only change in the patient's oral care routine, and advised the patient to discontinue use.